Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.

Manufacturer narrative:
Date rec¿d by MFR: 11jul2019. During further investigation, failure analysis of the returned touch screen assembly showed the measured resistance was out of specification. The resistance ratio out of specification was the fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 05jun2019. Date received by manufacturer: 09may2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse reported that the touchscreen was functioning. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.